Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the end cap has been broken off due to repeated hammering. Otherwise, the handle accepts and releases instruments without issue. The ratcheting mechanism functions normally in all three positions. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The instrument was replaced to resolve the reported issue.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ratcheting small straight handle shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that, while in a spine procedure, the metal cap broke off of their ratcheting handle. This occurred when the surgeon was hammering on the handle. A second handle was brought in to use in continuing the surgery. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.